Event description:
In this event, patient ingested his hearing aid (without battery) and went to the emergency room. Patient was sent home and hearing aid was passed thru his body. Doctor confirmed the device was intact and customer is doing ok after the event. The shell is made of poly(methyl methacrylate) and polyamide. Swallowing the hearing aids is a misuse and is identified in the user guide.

Manufacturer narrative:
Device was not made available for investigation because it is considered a biohazard after being ingested and passed by patient. We were made aware that our electronic submissions failed and were not received by FDA. A CAPA was opened to address this issue and this report is being electronically resubmitted to correct the error of the first failed submissions (submitted on (B)(6) 2023). Distributor, importer and manufacturer are under the ws audiology compliance system.